Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 208 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer's mother stated that it appeared that the cannula of the infusion set had not been inserted completely into the customer's body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.